Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. The stm replaced the main printed circuit board as a precautionary measure as it could be an intermittent problem. The stm then completed full functionality and safety checks per specification. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) was not showing arterial pressure waveform on the display screen. There was no patient involvement, and no adverse event reported.